Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative) regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the company representative (rep) wanted to know options for a back table prime. They were heading to an emergency pump replacement as the patient's pump stalled. They did not know any information other than they were going to a case and they would mpxr it when they got more information. Additional information was received from the rep who reported that the explanted pump was discarded.